Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The patient reported they had their stimulator replaced the morning of (B)(6) 2025, and when they came home, they did not have their charger with them. The patient said they should have got a cell phone but did not. The said they called a (B)(6) who said to call; when asked who that was the pt said they did not know. Agent tried to gather more information of what scs they had implanted and the patient said they were half out of anesthesia and was very flustered and wanted it resolved for they did not want to do this anymore. Pt wanted to know who to call and they were flustered and was trying to get to the right person to speak to. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported. On 2024-jan-04 additional information was received. The rep reported that the spinal cord stimulator was repositioned to the left flank on (B)(6), 2025; it was not replaced. The rep stated they spoke with the patient and clarified that their existing equipment would work with their device; they were to use their existing recharger and controller for their stimulator. The rep clarified that the ptm was given to the managing physician for the pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called back stating in the beginning of january they got a new battery for their spinal cord stimulator (scs) but they did not get a new card. They never got their card for the scs that was put in for it was only for drug infusion. The reason why the pt got a new ins after 7 years was because they were due for it to be replaced because they were told after 7 years it needs to be replaced. The pt was set to have the surgery then got sick so they had to wait 3 weeks, during that time their pump and died made all the alarm sounds. Agent reviewed what registration showed about the last ins put in was from 2017. Pt said the last time they got a new pump they got a new ins at the same time so they assumed the same was done this time. Pt said their ins was actually moved by their neurosurgeon to their lower back so they could reach the ins better. Agent reviewed registration again and wanted to speak to their rep, agent redirected pt to their hcp. The patient (pt) called back and restated issue already reported in original call. They are upset that the doctor didn't replace the scs at the same time they got the new pump in january. Pt says they have tried calling hcp to reach reps but has been unsuccessful. Emailed local reps.

Event description:
Additional information from the rep indicated that the original position of the device was uncomfortable and made it difficult to recharge. It was noted that there was no therapy issue or symptom, the device was just moved for patient preference/comfort. The rep was notified on the day of surgery. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the pt reported they were having a hard time finding the location of the ins to charge the ins explaining they have fibromyalgia and it's so hard for them to reach back there to find the ins location. The pt stated that the ins was supposed to be moved down by the hip, but the doctor did not move it to that location. The pt stated that if the ins was on their hip, it would be easier for them. The pt was redirected to their doctor to further address the recharging issue. They provided the pt with the phone number for the national answering service so the hcp could call to schedule an appointment with a rep. Pss offered to provide assistance to the pt, but the pt stated they would call back when their daughter is home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported they met the patient (pt) on (B)(6) 2025. Rep was able to get an excellent coupling while recharging. Pt would like the ipg moved lower for easier recharging due to patient's fibromyalgia and difficulty reaching the ipg. Pt has difficulty reaching the ipg because of joint pain associated with her fibromyalgia. Pt was connected with a neurosurgeon for a battery replacement (existing ipg was implanted in 2017) and replacement will be implanted at a more easily accessible location near patient's hip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the replacement surgery was (B)(6) 2025. The physician moved the battery as low as possible with the lead length available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The replacement has not been scheduled yet but pt has a pre-op appointment scheduled for (B)(6) 2025. Issue is not resolved yet. Pt meeting with neurosurgeon to discuss replacement of the battery and moving it to a more comfortable spot. Rep stated the device would not be returned to medtronic as there is no complaint about the existing battery. Device is still in use.